Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. This is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external inspection. Initial evaluation identified the failed volume accuracy during monitored therapy test through functional rite. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed the rite functional test for volumetric performance. Review of the event logs did not indicate any cause for the failed rite test. The direct cause for the rite test failure was determined to be insufficient contact between the copper mesh and thermo compound. A service history review was conducted and there was nothing noted during the service of this device that could have caused or contributed to the rite failure. A CAPA has been opened to investigate the reported problem. The copper mesh was scrapped and the device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.